Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed due to connector defect on remote frequency board. Insulin pump passed self test after replacing. Insulin pump received with minor scratches on lcd window and cracked case on display window corners.

Event description:
It was reported that the customer had a failed self test on the insulin pump. Customer stated that the alarm had gone off around the same time for the last three days. Customer also stated that a temp basal was not programmed before the alarm occurred. Insulin pump will be replaced. No additional information provided.